Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f14 captures the reportable event of prolonged episode of care.

Event description:
Note: this report pertains to one of two rx needle knife xl used in the same patient and procedure. It was reported to boston scientific corporation that a rx needle knife x was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat ampullary stenosis performed on (B)(6) 2025. During the procedure, the guide wire kept popping out of the rx channel of the catheter making it impossible to use the wire to advance the needle knife properly. The physician opened another needle knife but had the same problem with the device. The procedure was able to be completed with these devices; however, the procedure was estimated to be extended for an extra 45 minutes due to this event. There were no patient complications reported as a result of this event.